Event description:
The wife of an (B)(6) male patient contacted zoll customer support to report that his battery produces a "battery problem" message when placed on the charger. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery output voltage was measured at 6 volts. The cause for the low output voltage cannot be positively determined but was likely the result of defective cells. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.